Event description:
Additional information was received indicating this lead exhibited low out of range pacing impedance measurements. An invasive procedure was performed. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine device check an out of range pacing impedance measurement was noted on this right ventricular (rv) lead. The device logbook revealed numerous inappropriate tachycardia episodes were stored due to oversensed noise. Noise was able to be recreated in clinic. In clinic all measurements were acceptable. It was reported the patient is not pacer dependent and the patient did not experience any symptoms or adverse effects.

Manufacturer narrative:
The lead was programmed to bipolar and the patient will continue to be monitored through routine follow-ups. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.